Manufacturer narrative:
We have requested the downloaded machine data files, the work order info and add'l info relating to this incident. Further investigation is being conducted by the MFR. No blood loss nor medical intervention was reported.